Event description:
A user facility reported to olympus during preparation for use, front connector was damaged and the endoscope cannot be read. When the endoscope was connected, the anomaly occurred with no image on the evis exera iii xenon light source. The procedure was diagnostic and occurred before the procedure was started. The procedure was completed using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a b30(scope communication error) which was caused by a defective s (front) socket. The front connector was damaged, the endoscope cannot be read, no image was displayed on the monitor. Additionally, there was a scratch/ corrosion on the lamp door and tank socket(holder). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 18-mar-2022. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that b30 error occurred due to defective front socket. Therefore, it was surmised that b30 error was displayed because communication with an endoscope failed due to a foreign material such as dirt or dust adhered to the electrical contacts of the scope socket. The root cause of the issue could not be identified. Olympus will continue to monitor field performance for this device.